Event description:
Analysis of returned endeavor resolute stent (2.50mm x 14mm) showed that the device was damaged. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. A number of struts on the 6th proximal segment were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results inherent risk of procedure ¿ (stent deformation). Root cause of the event could not be determined. Deformation problem. Conclusions: inherent risk of procedure ¿ (stent deformation). Root cause could not be determined. (B)(4).